Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritonea l dialysis (ccpd) therapy utilizing the liberty select cycler, liberty set, and the adverse event of peritonitis, characterized by abdominal pain, which lead to the peritoneal dialysis (pd) catheter removal. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time, as source of the infection had not been determined by the outpatient clinic. However, micrococcus luteus (m. Luteus) is a known gram-positive bacterium found in the environment as well as human skin and mucous membranes. The most likely source of contamination from m. Luteus is improper practice of pd that often leads to refractory peritonitis and pd failure. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was in the hospital (B)(6) 2020 for catheter malfunctioning. The pdrn stated that the patient cannot get fluid in and out. The pdrn stated that the hospital is investigating the patient's catheter. Upon follow up with the patient¿s pdrn, it was reported this pd patient was hospitalized on (B)(6) 2020 for a pd catheter (not a fresenius product) complication due to peritonitis that involved difficulty with fills and drains during ccpd therapy. Concerning the peritonitis, the patient presented to the outpatient clinic on (B)(6) 2020 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with micrococcus luteus and a white blood cell (wbc) count showed 801/mm3. The patient was diagnosed with peritonitis due to unknown etiology and initially was not hospitalized for this event. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks. Following the diagnosis of peritonitis, the patient began to experience fill and drain difficulty during ccpd therapy involving his pd catheter. As fill and drain difficulty during ccpd therapy persisted, the patient was hospitalized on (B)(6) 2020 to investigate the source of their pd catheter complication. It was found the pd catheter complication was a result of an ongoing peritonitis infection and the pd catheter was removed. Pd was discontinued in favor of hemodialysis (hd) on a hospital provided hd machine (brand and model unknown) for renal replacement therapy (rrt) via a central venous catheter during this admission. The patient was prescribed ip vancomycin in the hospital (dose, frequency and duration unknown) to address the ongoing peritonitis. The patient was discharged to home on (B)(6) 2020 and continues hd therapy on an in-center basis. It was confirmed the patient¿s diagnosis of peritonitis that resulted in hospitalization for a pd catheter removal was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s).